Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The b300 card, a wire, and a cable were replaced. No conclusion can be drawn as further repair info is unavailable.

Event description:
The customer reported that the 7700 system's fluoroscopy worked one of every two times, that there was a problem with the pedals, and the system had to be restarted for function to resume. No pt injury was reported.